Event description:
Facility ordered sterile 30ml syringes from b-d. However, when facility opened the sterile package, there was dirt/grit on the inside. Facility contacted the b-d supplier about the problem. Someone, a b-d representative, was supposed to pick up the contaminated syringes, but never arrived. Approximately two weeks later facility was mailed a letter from b-d quality management, stating that they were investigating the problem and would contact the facility upon completion of their investigation.